Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the printouts and tested the unit. While troubleshooting, fse found the z-axis motor was not smooth when picking up a cup. Fse replaced the z-axis motor. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 06sep2021 through aware date 06oct2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4151) c. Trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to the failure of the cup transfer z-axis motor.

Event description:
A customer reported error message ¿4151 c. Trans-z home detect error¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The spmd board was returned to tosoh instrument service center for investigation. Visual inspection confirmed a mechanical failure of stepper motor. The most probable cause of the reported event was due to the failure of the stepper motor cup pickup z-axis.